Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 171 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. Insulin pump did not pass self test. Customer reported that insulin pump had failed battery alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device was monitored and tested with no failed battery test noted. Pump error 53 alarm and error 4 found in the device history file due to software error. Device received error 63 alarm during self test and confirmed in the device history file due to broken trace on keypad assembly. Device communicated properly with test glucose meter.